Event description:
A patient reported experiencing inaccurate high results with a one touch profile meter. The patient's blood glucose results were 330 mg/dl and 206 mg/dl. Pt did not have any symptoms at this time. Pt was comparing these readings to normal readings. Tests were done within 20 minutes with a difference of 41%. Patient did not experience any adverse events. No further information has been reported.